Event description:
The lay user/pt contacted lifescan (lfs) in 2006 alleging an error 5 message on her one touch ultra meter. A medical affairs specialist (mas) spoke to the pt on sep 28, 2006 and obtained/verified the following info: for the past several days, the pt had been intermittently obtaining an error 5 message on her one touch ultra meter. Usually she would retest and obtain a blood glucose reading. In 2006 she obtained readings in the 300's; however, each test was done twice due to the error 5 message. The pt had taken her sliding scale insulin with a reading in the 300's and had dinner (around 6 pm). Later that night around 10:30pm, the pt felt shaky and tested her blood glucose and obtained an error 5. She retested and again obtained an error 5. She then asked her friend to take her to the emergency room. She did not take any medication or eat after attempting to use the meter. In the emergency room around 11:30 pm her blood glucose was tested and her reading was 500 mg/dl on the hosp device. She claims she was not treated in the ER and was kept in the ER for 3 hrs for observation. Prior to being released, her blood glucose was 490 mg/dl on the hosp's meter. Physician advised her take her morning insulin of glargine 40 units when she arrived hoem. She still had symptoms prior to leaving the ER. When she got home, she took her insulin and went to bed. She woke up around 11:00 am asymptomatic. She attempted to test and obtained an error 5. She then contacted lifescan (lfs) for assistance. While on the phone with lfs she tested and obtained a 247 mg/dl. The pt claims that her test strips were not expired and were in good condition. Customer care advocate (cca) sent the pt a replacement meter. An error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incomplete filled confirmation window. Although the pt did not receive any medical treatment in the ER, the complaint is being reported because, the pt experienced symptoms and was unable to obtain a reading on thhe lfs meter nad had to seek medical attention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.